Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("ultrasound suggestive of perforation of left uterine tube by insert") in a female patient who had essure (batch no. He0119r) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("chronic abnormal fatigue"), pelvic pain ("pelvic pain resembling electrical discharges") and general physical health deterioration ("deterioration of health"). In (B)(6) 2017, the patient experienced tendonitis ("tendonitis"), neck pain ("cervical pain refractory to oral anti-inflammatories"), sciatica ("sciatic pain refractory to oral anti-inflammatories"), dysmenorrhoea ("abdominal pain worse at time of menses") and ovulation pain ("abdominal pain worse at time of ovulation"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on bilateral salpingectomy or conservative hysterectomy scheduled for (B)(6) 2017). At the time of the report, the fallopian tube perforation, fatigue, pelvic pain, tendonitis, neck pain, sciatica, dysmenorrhoea, ovulation pain and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, fatigue, general physical health deterioration, neck pain, ovulation pain, pelvic pain, sciatica and tendonitis with essure. Diagnostic results: (B)(6) 2017 - ultrasound scan: suggestive of perforation of left uterine tube by insert. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("ultrasound suggestive of perforation of left uterine tube by insert") in a female patient who had essure (batch no. He0119r) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("chronic abnormal fatigue"), pelvic pain ("pelvic pain resembling electrical discharges") and general physical health deterioration ("deterioration of health"). In (B)(6) 2017, the patient experienced tendonitis ("tendonitis"), neck pain ("cervical pain refractory to oral anti-inflammatories"), sciatica ("sciatic pain refractory to oral anti-inflammatories"), dysmenorrhoea ("abdominal pain worse at time of menses") and ovulation pain ("abdominal pain worse at time of ovulation"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on bilateral salpingectomy or conservative hysterectomy scheduled for (B)(6) 2017). At the time of the report, the fallopian tube perforation, fatigue, pelvic pain, tendonitis, neck pain, sciatica, dysmenorrhoea, ovulation pain and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, fatigue, general physical health deterioration, neck pain, ovulation pain, pelvic pain, sciatica and tendonitis with essure. Diagnostic results: (B)(6) 2017 - ultrasound scan: suggestive of perforation of left uterine tube by insert. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred term: fallopian tube perforation -analysis in the global safety database revealed 786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("ultrasound suggestive of perforation of left uterine tube by insert") in a female patient who had essure (batch no. He0119r) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("chronic abnormal fatigue"), pelvic pain ("pelvic pain resembling electrical discharges") and general physical health deterioration ("deterioration of health"). In (B)(6) 2017, the patient experienced tendonitis ("tendonitis"), neck pain ("cervical pain refractory to oral anti-inflammatories"), sciatica ("sciatic pain refractory to oral anti-inflammatories"), dysmenorrhoea ("abdominal pain worse at time of menses ") and ovulation pain ("abdominal pain worse at time of ovulation"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on bilateral salpingectomy or conservative hysterectomy scheduled for (B)(6) 2017). At the time of the report, the fallopian tube perforation, fatigue, pelvic pain, tendonitis, neck pain, sciatica, dysmenorrhoea, ovulation pain and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, fatigue, general physical health deterioration, neck pain, ovulation pain, pelvic pain, sciatica and tendonitis with essure. Diagnostic results: (B)(6) 2017 - ultrasound scan: suggestive of perforation of left uterine tube by insert. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-aug-2017 for the following meddra preferred term: fallopian tube perforation -analysis in the global safety database revealed 633 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: coding request - the event abdominal pain worse at time of menses and ovulation was splitted and recorded as separate entries: abdominal pain worse at time of menses (pain menstrual) and abdominal pain worse at time of ovulation (ovulation pain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.